Manufacturer narrative:
This report is submitted on 24 mar 2021.

Event description:
Per the clinic, the patient experienced repeated infections around the abutment site, resulting in the decision to remove the abutment. The abutment was removed on (B)(6) 2020.